Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code that occurred during biomed testing. The biomed stated that there have been no reports of any pt incidents involving this pump since the last baxter service event. No additional contact info was provided.